Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous upper arm vessel. The 6.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilatation and was initially inflated at 6 atmospheres for 30 seconds, however, it was noted that the lesion was not fully dilated. Hence, the physician performed second dilatation at 12 atmospheres, however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 6.0mmx40mmx40cm (4f) sterling¿ balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).